Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral tavr procedure, the first 23mm sapien valve was positioned aortic and moved aortic to an 80/20 position upon valve deployment. Per report, the patient had significant annular calcification as well as mitral annular and right atrial calcification. A post root injection showed the patient had wide open ai with a low diastolic pressure. A second 23mm sapien valve was positioned and deployed more ventricular within the first sapien valve in an attempt to resolve the leak. Post root showed trace ai and the patient's hemodynamics had returned to base line and the ejection fraction improved from 20% to 45% . The sheath was removed and a fem-fem bypass was performed to repair the iliac artery. One day post tavr the physician indicated that the patient had stable findings. Per the cs and the physician the valve was believed to have moved aortic due to the patient's severely calcified native annuls and the rapid inflation of the device. Additional information provided noted the aortic valve was severely calcified, the aortic root was moderately calcified, the ejection fraction was 20%, the sinotubular junction (stj) measured 26mm, the sinus of valsalva (sov) measured 28mm, the patient had moderate mitral annular calcification (mac), and no septal hypertrophy. Additionally, the image intensifier angle and coaxial alignment of the delivery system and valve were noted to be good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Based on the information provided it is unknown which of the two valves listed below was implanted first: 9000tfx23/(B)(4)/lot# 59387517/mfg. Date 11/2012/exp. Date 10/04/2014 and 9000tfx23/(B)(4)/lot# 59391252/mfg. Date 11/2012/exp. Date 10/14/14. The device was not returned for evaluation as it was not explanted. In addition, a device history record (DHR) review was not required or performed as there was no allegation of product malfunction. However, it should be noted that all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Per the IFU, device migration or malposition requiring intervention is a known potential adverse event associated with the tavr procedure. In addition, physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, per report it appears that the root cause of the reported event is possibly related to a combination of patient (severe/bulky aortic valve calcification) and procedural factors (aortic positioning of the valve, rapid inflation of the device). A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.